Manufacturer narrative:
Additional information: h3 - device evaluation: the lens was returned dry in a microcentrifuge vial with residue/debris on the lens. Visual inspection found no visible damage and residue on the lens. Dimensional inspection found the lens to be within specifications. Claim# (B)(4).

Event description:
The reporter indicated that a 12.1mm vicmo12.1 implantable collamer lens of -8.50 diopter was implanted into the patient's left eye (os) on (B)(6) 2023. On (B)(6) 2023 the lens was explanted due to low vault and the problem resolved. Cause of event was unknown.

Manufacturer narrative:
H6 - device code 1494: off-label use (acd < 3.0mm). Claim#:(B)(4).

Manufacturer narrative:
B4 - date of this report: 26-dec-2023 corrected to 27-dec-2023. Claim #733310